Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Customer is complaining rust on the instruments. Examination of the returned devices confirms the report. Previous evaluation of the mediclean product data sheet by a depuy (B)(4) sterilization manager finds the mediclean forte is a high (or alkaline) ph detergent which is above the ph that is recommended in depuy instructions for use (IFU). The high ph will accelerate any oxidation/rusting that will occur. The root cause is attributed to user error through improper cleaning. Based on the performed investigation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Customer is complaining rust on the instruments.